Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -14.50/2.5/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports low vaulting with rotation. On (B)(6) 2023 the lens was explanted. On this same date in a separate surgery a replacement lens of longer length was implanted and this resolved the problem. The cause of the event was reported as "other" and noted "user decided to use 13.2 smaller size than ocos recommendation of 13.7".